Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 338 mg/dl, while wearing the pod between 36 and 48 hours on the arm. The patient's cgm (continuous glucose monitor) alarmed him of the high levels and then he noticed insulin leaking out. The pod was removed, the cannula was noted to be bent and a small bruise was found on the infusion site. A manual insulin injection of 4 units using a pen was administered to treat the hyperglycemia and a new pod was applied. The patient's blood glucose history is as follows: (B)(6).

Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was not bent or kinked. Investigation results did not observe any issues that would result in a failure to deliver insulin. The device was found to have high resistance on the sma wires were noted. The cause of the high sma wire resistance could not be determined.